Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
Caller states that a patient reportedly received the following results on an aviva meter, compared to a lab result, within 10 minutes: 323 mg/dl (meter) and 151 mg/dl (lab). No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Retention codes were inadvertently sent. The lot number was not provided.